Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01731.

Event description:
During preparation for a thrombectomy procedure, the hospital technician found that two indigo system aspiration catheters 6 (cat6s) were kinked upon removal from the packaging. It was noted that the product display boxes had bends in them. The damages to the cat6s were found prior to use. Therefore, the cat6s were not used in the procedure. It is unknown how the procedure was completed; there was no report of an adverse effect to the patient.